Event description:
The customer reported that while preparing the subject device for use, prior to a therapeutic cholecystectomy procedure, the video connectors were found to be broken and could not be connected, and there was no image from the device. There was no delay in the intended procedure. The procedure was completed using the subject device. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The suspect device was returned to an olympus service center for evaluation. Inspection and testing was not able to confirm or reproduce the reports that there was no image and the video connectors were broken and could not be connected. Some burns were observed at the external shielding case of the digital visual interface (dvi) terminal, but no anomalies were found on the pins of the dvi terminal. The subject device passed both leakage current test and grounding resistance test. The burns on the external shielding case of the dvi terminal were possibly related to leakage current from another device, improper modification of signal lines, and grounding failure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.